Event description:
It was reported that atrial and ventricular leads had low impedence during device change out. 4016 lead was capped on (B)(6) 2010. 4512 lead is still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.